Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer¿s blood glucose level was 184 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.